Manufacturer narrative:
Evaluation confirmed the broken driver tip. Material verification and hardness tests were performed. Device material was found within specifications. Broken tips typically occur when the patient's knee is flexed or the angle of the knee is changed while the driver remains inside the joint. This event has been attributed to misuse. This device had exceeded its useful life.

Event description:
It was reported that the tip broke off during surgery and remains in the patient's bone. Customer did not provide any further details regarding this event. No further consequences have been reported as a result of this event. This device is used for treatment.